Manufacturer narrative:
The reported events of unexpected mode switch, and error message were confirmed. The device was in backup mode upon receipt. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code followed by analysis indicating normal interrogation results. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported, prior to an implant procedure, the device was interrogated and an error message was observed. A second attempt at interrogation was successful, however, the device was in back up mode. The device was not used for the procedure; a different device was implanted. There were no patient consequences.